Event description:
A facility reported that when the registered nurse (rn) was cleaning up the supply drawer, "she pulled out a drawer and was reaching for the supplies that had fallen behind the drawer. She grabbed the blade/miltex biopblade (33-100) (in its package) and received a severe cut to her hand. The bleeding continued for over 15 minutes with pressure applied." It was reported that the rn required five (5) sutures to her finger and was unable to work in the clinical area for the following 10 days.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
N/a.

Manufacturer narrative:
The miltex biopblade (33-100) was not returned for evaluation as the customer has discarded the product; therefore, an evaluation of the device could not be performed. Lot number information has been provided; device history records (DHR) were reviewed by the product supplier, and no abnormalities related to the reported issue were identified. Definitive root cause cannot be determined. Supplier evaluation identified no errors during production/processing or with retained lot samples. Per the product supplier, a specification change is underway to convert the current packaging from sterile pouches to blister packs. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.